Event description:
Pt can place nurse call response not heard at expected location. No injury alleged by account.

Manufacturer narrative:
Tech found the bed in medsurg room. Pt can place nurse call response not heard at expected location no injury alleged by account. Isolated the problem to loose pins in cable db connector due to equipment abuse. Replaced communication cable to resolve this issue.